Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The evaluation of the provided logs confirms the reported failure. The ventilator was investigated on site by our field service engineer. The inspiratory bacteria filter holder was replaced and sent for further investigation. After replacement, the device passed performance and safety tests according to factory specifications returned to customer and cleared for clinical use. Additionally, the pm kit was also replaced. Visual inspection of the returned inspiratory bacteria filter holder reveled a big cut in the tube. No further investigation is needed as a cut in the bacteria filter holder can lead to a leakage in the air delivered to the patient. The root cause as to why the inspiratory bacteria filter holder was damaged could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).